Event description:
It was reported that the ventilator displayed a technical error code that indicated that one of the internal supply voltages was too high. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for investigation. Simulated use testing of the received pcb could not reproduce the described customer issue. An evaluation of the received device logs could confirm the event. From the logs the date of event is set to (B)(6) 2020. Since the reported problem cannot be reproduced, the root cause cannot be determined.